Manufacturer narrative:
A specific root cause could not be identified. Additional information was requested for investigation but was not provided. Based on the available information and the feedback from the fse, a pre-analytical issue associated with contamination of the sample probe is the likely root cause. Insoluble material in the sample (fibrin, gel or oil) can coat the sample probe and affect the placement of the sample in the cuvette.

Manufacturer narrative:
(B)(4).

Event description:
The customer questioned results for patients tested for total protein gen. 2 (tp2) between (B)(6) 2017 and (B)(6) 2017 on a cobas 6000 c (501) module compared to protein electrophoresis results. The customer found 80 patient samples affected, however only 4 patient samples were available for repeat testing on the c501 module. All of the other patient samples had been discarded. The customer provided specific results for 2 patient samples that were erroneous. The initial results had been reported outside of the laboratory. Patient 1 initial tp2 result was 3.7 g/dl. On (B)(6) 2017 the sample was repeated and the result was 7.2 g/dl. Patient 2 (female) initial tp2 result was 4.0 g/dl. On (B)(6) 2017 the sample was repeated and the result was 7.5 g/dl. The customer also complained of low results with quality controls (qc). The customer indicated no other assays have been complained about. The customer does not have any information to suggest an adverse event occurred. No adverse event was reported. The tp2 reagent lot number and expiration date were not provided. The field service engineer (fse) visited the customer site and suspects a contaminated sample probe. The fse verified all rinse volumes, pump pressures and sample probe adjustments. A review of the alarm trace shows a sample with a sample short alarm shortly prior to this event. The probe may have picked up a clot which caused the sample volume to decrease causing the issue. Precision testing was performed on multiple assays and the results were acceptable. The customer ran calibration and qc with no errors.